Event description:
A 28mm diameter x 16mm diamter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an additional aortic aneurysm.aneurysm and vessel morphology are unknown. It was reported that 33 months post stent graft implant there was a cuff added due to migration of the stent graft. During a follow-up CT at 55 months post stent graft implant there were no issues. At 57 months post stent graft the patient was in an automobile accident. The accident left the patient with fractured l1 and l2 vertebrae which caused the stent graft to migrate distally. At the time of the accident, the physician was viewing the MRI paying complete attention to the lumbar and spine area and there was no special attention made to the inspection of the stent graft. During a follow-up angiogram 61 months post stent graft implant the CT demonstrated that the cuff and bifurcated stent graft had separated resulting in a type 1 endoleak. The patient was treated with two aortic cuffs.